Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 30-mar-2016. It refers to the female plaintiff/consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2011 for permanent sterilization. In (B)(6) 2013 the consumer started experiencing sharp pains in abdomen and pelvis. Doctors dissociated the pain from the essure implants, causing her to harbor the belief that essure was performing properly and did not need to be re-examined. This shooting pain did not stop and continues to this day. As a result of this pain, she has visited her physicians several times to the years subsequent to the implant. Follow-up received on 22-apr-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had sharp pains in abdomen and pelvis after essure (fallopian tube occlusion insert) insertion. These events are listed according to essure's reference safety information. After essure insertion, abdominal and pelvic pain may occur. In this particular case, consumer reported chronic abdominal and pelvic pain, which started in 2 years after essure insertion. Although the temporal relationship between these events and essure procedure was not suggestive, given their nature and in the lack of an alternative explanation; a contributory role of essure cannot be excluded. This case was considered an incident, since according to the consumer's report, medical intervention (several doctor visits) was required for pain treatment. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('experience sharp pains in pelvis / pain'), dyspareunia ('dyspareunia'), abdominal pain ('sharp pains in abdomen'), groin pain ('groin pain') and pain ('pain is located on my right side of body') in a 39-year-old female patient who had essure (batch no. 893017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence, weight gain, smoker, gerd and osteoarthritis. Previously administered products included for an unreported indication: naloxone, ketorolac, flumazenil, iud mirena, fentanyl citrate, hydrocortisone and lactated ringers. Concurrent conditions included blood pressure high, anxiety, alopecia, vaginal itching, swelling nos, lymph node pain, yeast infection and arthritis. Concomitant products included levonorgestrel (mirena) in 2010 for contraception as well as atenolol, hydrocortisone, ibuprofen, prednisone and tramadol. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dyspareunia and vulvovaginal rash ("vaginal rash"). In (B)(6) 2013, the patient experienced pelvic pain and abdominal pain. On an unknown date, the patient experienced groin pain, pain and arthralgia ("hip pain"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain and abdominal pain had not resolved, the groin pain outcome was unknown and the dyspareunia, pain, arthralgia and vulvovaginal rash outcome was unknown. The reporter considered abdominal pain, arthralgia, dyspareunia, groin pain, pain, pelvic pain and vulvovaginal rash to be related to essure. The reporter commented: discrepancy noted essure insertion date as per mr is (B)(6) 2012, whereas date in case is (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion; on (B)(6) 2015: total bilateral occlusion. X-ray - on (B)(6) 2016: moderate bilateral degenerative osteoarthrosis of the hips. Quality-safety evaluation of ptc: unable to confirm. Amendment: the report was amended for the following reason: after internal review, events "abdominal pain" and "pelvic pain female" were downgraded to non-serious incident as no criterion for assessment as serious incident was available at this point of time. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("sharp pains in abdomen") and pelvic pain ("experience sharp pains in pelvis / pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud mirena. Concurrent conditions included blood pressure high, anxiety, alopecia, vaginal itching, unilateral leg swelling, lymph node pain and yeast infection. Concomitant products included atenolol, hydrocortisone, ibuprofen and tramadol. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced vulvovaginal rash ("vaginal rash") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pain ("pain is located on my right side of body"), arthralgia ("hip pain") and groin pain ("groin pain"). Essure treatment was not changed. At the time of the report, the abdominal pain and pelvic pain had not resolved, the vulvovaginal rash, dyspareunia, pain and arthralgia outcome was unknown and the groin pain outcome was unknown. The reporter considered abdominal pain, arthralgia, dyspareunia, groin pain, pain, pelvic pain and vulvovaginal rash to be related to essure. Diagnostic results: on 2011 patient undergone for hysterosalpingogram : the results of your essure confirmation test : total bilateral occlusion. Healthcare provider told about your results: radiologist informed me that the tubes were blocked and device was working. On (B)(6) 2016 patient undergone for xray and the results showed moderate bilateral degenerative osteoarthrosis of the hips. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Most recent follow-up information incorporated above includes: on 2-aug-2018: pfs received, reporter added, patients demographic added. Event added are as follows- vaginal rash, dyspareunia, body pain, arthralgia, groin pain. Events onset date added. Concomitant drug and condition added. Treatment drug added. Lab data added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.